Event description:
Intravenous chemotherapy medication was leaking from paclitaxel tubing, from the bottom of the filter chamber. It was reported by the infusion nurses on 9/1 and 9/2; unsure of the lot#'s of the defective tubing. FDA safety report ID# (B)(4).